Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coverage 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient, who was recently implanted, was experiencing decreased function and sensation in the left leg. It was believed that the symptoms were not device related but were procedure related. The patient was provided a walker and was gaining some function in the leg.